Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the physician stated that a certain portion of his patients develop fever within 24 hours of endovascular repair of abdominal aortic aneurysm. The patients show no sign of infection and otherwise, there is no clinical sequela. The physician suspects that this is an inflammatory response due to the implant and expected procedural vessel trauma intra-operatively. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (fever). (Cause is unknown). Conclusions: (cause is unknown).